Event description:
It was reported that the target lesion was in the left anterior descending artery (lad). The vessel had no tortuosity, no calcification, was a concentric lesion with instent restenosis (isr) of a non abbott stent. The target vessel diameter was 3.75 mm and the target vessel length was 15 mm. The guide wire was delivered toward the lad, and dilatation was performed at the location of the isr in the target lesion with the 4.0x8 mm nc trek dilatation balloon; however, during inflation to 4 atmospheres, the balloon slipped and moved during dilatation. After five attempts were made to inflate the balloon, the balloon catheter was exchanged for a non-abbott dilatation balloon and the procedure was completed, with no adverse effects to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: taiga jl4.0. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. Return of the nc trek catheter may have aided in the investigation as without the catheter to examine a conclusive cause could not be determined. A search of the lot history record indicated no non-conforming material records for the lot. Additionally a query of the complaint handling database indicated no other incidents. There is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.